Event description:
It was reported that cartridge was damaged at cartridge canister and issue occurred one time while cartridge was being used for insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge and successfully resumed insulin therapy, and technical support arranged cartridge replacement through return process with customer acknowledgment and understanding.